Event description:
It was reported that half of the ventilator's display was blank. Then when the customer upgraded the display, display board, display cable, and display bracket the unit went white with nothing on it. There was no patient involvement. The customer troubleshot with technical support and was advised to check the display and the board connections.

Manufacturer narrative:
B4:(B)(6)2021. Upon a follow up with technical support the customer reported that the liquid crystal display (lcd), user interface (ui) board, lcd cable and lcd bracket were replaced and the screen went white. The customer was advised to check all connections and cables. The customer was provided also with part number for the user interface (ui) assembly.